Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No failed battery test, bad battery or weak battery alarms were noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The low reservoir alarm feature was programmed at 20 units. After delivering several boluses and with 20 units left on the display, the pump alarmed low reservoir. No low reservoir alarm anomalies were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube window, and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with off no power. The patient's blood glucose at the time of incident is unknown; however, his blood glucose was 243 mg/dl this morning. Troubleshooting was initiated for the off no power alarm. The customer did not receive a low battery alert prior to the off no power alarm. The battery was not previously used. The insulin pump was not dropped. There were no unattended alarms. The battery cap was not loose, cracked, or damaged. The insulin pump was returned for analysis and a replacement device was shipped to the customer.